Event description:
The reporter stated that the surgeon was attempting to insert a cq2015 three piece collamer lens and upon advancing the lens in the injector, noticed the haptic was caught in the cartridge and the haptic was getting torn, so he opted not to use the lens. There was patient contact with the injector, but not the lens. The reporter stated that the haptic got stuck in the wings of the cartridge due to a loading error.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens is torn in two places and one haptic is torn off. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.